Manufacturer narrative:
Batch review performed on 29-dec-2022. Lot 2117194: (B)(4) items manufactured and released on 26-apr-2022. Expiration date: 2027-04-12. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 months after the primary surgery, the patient came in reporting pain and instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.